Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, a strut flared. In 2004, while unpacking the taxus express2 3.5 x 12 mm drug eluting stent, it was discovered that one of the struts had flared. The procedure was completed using another of the same device. There were no reported pt complications.